Event description:
The customer reported that the paramedics were called due to low blood glucose of 4mg/dl, and his blood glucose was treated with an insulin drip and a sandwich. It was stated that the customer could not wake up. Troubleshooting was performed. Initially, the customer called regarding motor errors. The displacement and self test were performed and passed. Reviewed the programming and found that the customer does not use the bolus wizard feature. The alarm history revealed multiple motor errors. Advised the caller to remove the reservoir and it has the same amount of insulin as shown on the status screen. The customer mentioned that the device was not exposed to a high magnetic field. The customer's most recent glucose reading was 162mg/dl. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.